Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent a breast surgery with a 450cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a wound infection on the right side post-operatively, which was diagnosed during an office visit. It was reported that the patient showed symptoms of fever, chills, and drainage. As a result, the patient underwent explantation on (B)(6), 2022.

Manufacturer narrative:
On september 20, 2022, the mentor failure analysis lab has received the device for evaluation. Additional information was received reported that the device date of explantation was (B)(6) 2022. Section d6b. Has been updated to reflect this information. On october 05, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant was found to have a tear on the anterior view, measuring approximately 0.8 cm. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level before releasing for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).